Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient accidentally disconnected the transfer set from the peritoneal dialysis catheter. On an unreported date, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Five days after the onset of the peritonitis, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.